Event description:
A 6.0mm diameter x 17mm length bridge x 3 biliary stent was inserted for the treatment of a left renal stenosis in 2001. The stenosis had little calcification and the vessel had moderate tortuosity. It is reported that the physician used a 7 french guiding catheter. It is reported that the "stent embolized" off the delivery system upon removal from the renal artery lesion. The stent was partially on the balloon when removed from the artery. The physician was unable to get the delivery system back into the sheath or guide catheter and upon pulling the balloon into the sheath, the stent was stripped totally off the balloon. The stent was left in place in the left iliac artery and a smart stent was used to deploy the stent against the iliac wall. It is reported that it was possible that the cause of the stent initially slipping off the balloon was due in part to some tortuosity and a little bend in the vessel anatomy. Therefore, the stent slipped distally on the balloon and the edge of the stent caught on the guiding catheter as it was attempted to be removed. The pt is reported to be fine. The device was not returned to medtronic ave for investigation.